Manufacturer narrative:
System returned to use with limitations; follow-up scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot and technician follow-up was required on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.